Event description:
Customer reports via phone staff was performing a CT angio head and neck with contrast on a (B)(6) female inpatient. IV site was the left ac with a 20ga angiocath. Optiray 350, 100ml prefilled syringe loaded into the injector. Injection protocol of 4ml/sec for 100ml volume was started. Pt reported burning at IV site, and the technologist stopped the CT scan. Staff checked the IV site and noted swelling, and approx 90ml contrast media had infiltrated. Radiologist was notified and pt was treated with cold compress and elevation of the right arm. Pt was returned to their hospital room. F/u two days later revealed the swelling had resolved. Pt reported some pain, and bruising at the site.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.